Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42539905285, tibial cut guide right medial 5 degrees, lot # 63512100, catalog #: 00590102000, headless trocar drill pin, lot # n/a. The pins were not returned but the tibial cut guide was received for evaluation and the complaint was confirmed. A visual review of the returned device identified galling in the guide holes and one of the holes only accepts below specifications gauge pin. Review of manufacturing records found the guide holes were inspected and accepted. Further review, confirmed the hardness was within specification. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01764 and 00287. Device location unknown.

Event description:
It was reported the drill pin bent and cold welded to the cutting block during surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this product report will be reported under MFR 0001822565-2018-00799.